Event description:
It was reported that during the implant procedure, the physician implanted the implantable loop recorder (ilr) and sensing measurement was not good. The physician relocated twice but the problem persisted. The ilr was attempted and not used. Another ilr was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).